Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose levels ranged from 127 mg/dl to 281 mg/dl, which was addressed with an insulin pen injection. Reportedly, the customer was able to load a cartridge successfully, and had insulin pens for alternate insulin therapy.